Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic with the implantable cardioverter defibrillator in backup mode. Programming changes were performed and the issue was resolved. The patient was stable.

Event description:
New information received notes the implantable cardioverter defibrillator went into backup vvi mode due to event queue overflow.

Manufacturer narrative:
Additional information: b5, h6 device code.